Event description:
Pain in both knees, swelling in both knees, warmth in both knees, redness in both knees. Info was received in 2004 from pt with a history of osteoarthritis in both knees, a heart condition, high blood pressure, inr 2.2 and "easier to bleed over the past 3-4 months", who experienced worsened pain, swelling, warmth, and redness in both knees following treatment with synvisc. Beginning in june 2004, the pt received three weekly injections of synvisc into both knees at the same time. Following the first injection, pt experienced worsened pain, swelling, warmth, and redness in both knees. The second and third synvisc injections were given without resolution of these symptoms. The physician had not removed any fluid from the knees, prior to any of the injections. The physician gave the pt a cortisone injection approx three weeks ago (aug-2004), which made the knees feel worse. The pt took their anti-inflammatory for the pain, but this bothered their stomach and pt discontinued it. Pt then took hydrocodone/acetaminophen for pain relief. At the time of this report, the symptoms persisted. Investigation results: review of data did not indicate trends that could be associated to any product complaint.